Event description:
Hysteroscopy procedure using evaluation inst. Upon the physician inserting inst through channel of hysteroscope what appeared to be metal shavings were noted floating in uterine cavity of the pt. Cavity flushed with irrigating solution and large fragments removed with forceps. This prolonged the surgical procedure, anesthesia time and pt recovery.